Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience stent delivery system (sds) noted blood visible in the guide wire lumen and on the balloon, consistent with the sds advanced into the patient anatomy. The stent was stationary on the tightly folded balloon between the markers. The struts in the first row of proximal struts were bent. The stent struts were not broken as reported. There was a kink in the distal shaft 2.2 cm proximal to the proximal balloon seal and there was a kink in the hypotube 10.5 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately tortuous and calcified, which likely contributed to the failure to advance and subsequent damage to the stent, as there was no damage noted to the stent prior to use. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the sds. It is likely that the stent caught on the tip of the guiding catheter, further damaging the proximal struts, contributing to the difficulty removing the sds. It was reported the sds was re-inserted into the patient anatomy after the first failed attempt to cross the lesion. It should be noted the instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The reported difficulties appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage.

Event description:
It was reported that the procedure was for treatment of a stenotic, calcified lesion in the circumflex. Pre-dilatation was performed prior to stenting and an attempt was made to cross with a 2.5 x 28 mm xience v; however, this was not successful, so the device was removed. Additional predilatation was performed and the same xience v stent delivery system was advanced; however, this was not successful, so the device was again removed; however, this time with some resistance felt. After removal of the device from the patient the stent implant was noted to have broken and sharp stent struts. Another xience v (same size) was used and successfully implanted without difficulties. No patient effects were reported. No additional information was provided.